Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
The initial reporter stated they received discrepant results for two samples from one patient tested with the elecsys troponin t hs assay on a cobas e 801 (serial number not provided). Patient sample 1: the sample initially resulted in a troponin t hs value of 0.067 ng/ml. The sample was repeated four times, resulting in troponin t hs values of 0.010 ng/ml, 0.017 ng/ml, 0.028 ng/ml, and 0.011 ng/ml. Patient sample 2: the sample initially resulted in a troponin t hs value of 0.008 ng/ml. The sample was repeated two times, resulting in troponin t hs values of 0.014 ng/ml and 0.010 ng/ml. It was asked but it is unknown if a questionable result was reported outside of the laboratory.